Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was stuck on a black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on black screen. The field service engineer (fse) inspected all connections and tested relevant components, identifying a shorted drawer controller in ehh cubie drawer auxiliary 6-2 that was preventing the station from powering on. Replaced the faulty component. All tests passed in hardware test application, and the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer resolved the issue.